Event description:
It was reported that a 980 ventilator generated a severe occlusion alarm.the ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and was unable to duplicate the reported issue. The se found that the flow sensor had failed. The se performed calibrations and extended self-testing on the device and all tests passed.